Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Episodes of noise and oversensing were observed. Technical support was unable to decipher which rhythm the device was oversensing as the ventricular sense amplitude cannot be seen. Ts advised reprogramming and further lead provocation testing. No further information was available. Related manufacturer reference number: 2017865-2017-33106.